Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of up to greater than 200 ohms. Rv pacing impedance measurements decreased from 900 ohms to 750 ohms. Other lead measurements were noted to be stable and there were no episodes of noise. Troubleshooting and programming options were discussed; however, it was noted that no further troubleshooting would be done. The lead would be replaced in the future. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that a surgical revision was performed. This rv lead was cut and surgically abandoned. A portion of the lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal segment (with all three terminal legs) was returned severed approximately 18.5 centimeters (cm) from the terminal pin. Visual inspection revealed molded insulation abrasion on the is-1 terminal leg. The insulation damage was noted to most likely be due to lead-on-lead contact. Resistance tests were completed to assess lead electrical performance of the returned lead segment. Measurements throughout these tests were within normal limits. The reported high shock impedance measurements were likely the result of the lead damage observed by the laboratory.